Event description:
It was reported that the recovery filter was placed in a patient 1-2 weeks prior to gastric bypass surgery for morbid obesity. The diameter of the cava was not measured at the time of implant. Three weeks after the surgery, the pt came to the emergency room with leg swelling and shortness of breath. A CT showed that the filter had moved to the right atrium/caval junction and contained a 3cm (golf ball sized) clot. The pt also experienced small bilateral p.e. And had a pericardial effusion unrelated to the filter. The cava diameter on CT was 28-31mm. The filter was at such an angle that the doctor could not easily remove by standard percutaneous methods. The doctor inserted an angiojet catheter and injected 10 mg of tpa. This was followed by pulsed spray, but it did not break up the clot. The pt then arrested and CPR was done. The patient was resuscitated and became stable. A sternotomy was done in an attempt to remove the filter. A 1mm hole was found in the aorta, unrelated to the filter, and was sutured. The doctor tried unsuccessfully to remove the filter with a cone. The right atrium was opened and the patient arrested again. Resuscitation efforts were unsuccessful. The filter was not removed and an autopsy was not performed.